Event description:
Follow up information received from the healthcare professional (hcp) reported that the trial patient complained of having a bm post op and had a lot of rectal pain. An exam showed a normal check. The patient did not bring their controller to the visit so they could not get the device to synchronize in the office. The manufacturer¿s representative was called when the patient got home and had the handheld device in their hand. When the patient returned home from the office visit on (B)(6), 2019, they were able to get support from the manufacturer and was able to adjust the program so the rectal pain was completely eliminated. The patient was very pleased with the results at this time and had far less episodes of incontinence. Also, their voiding pattern was a lot stronger so they felt like they were emptying well. The hcp reported that the retention issue was partially related to the trial patient¿s underlying urinary dysfunction and not related to the device/therapy. The patient¿s history confirmed retention on (B)(6), 2016, (B)(6), 2017, (B)(6), 2018, and (B)(6), 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. The patient stated that she had a rough day yesterday. She also stated that she retains about 300 to 500ml each void. The issue was not resolved at the time of the report. Patient stated 3 days later that she had a sharp discomfort in her rectal area, and was also constipate yesterday. The issues was resolved at the time of the report. There was no surgical intervention that occurred. There were no further patient complications are anticipated or expected as a result of this event.